Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager 1 door was failed to open, no clicking or beeping sounds were produced, and latch had not released. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed. A field service engineer inspected the device and addressed a ghost failure in the smart remote manager. Storage space was recovered, and functionality was verified by the customer, confirming the issue was resolved. The system functioned as intended after the field service engineer investigated the issue.